Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Customer¿s blood glucose level was 342mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.